Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305194 and lot number 4159481. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23x1-1/2 rb tw had leakage. The following information was provided by the initial reporter: material #:305194. Batch#:4159481. Verbatim: rcc received a complaint via email. An external evaluation is required: 5308402 ¿ (B)(6) - leaking. Bd syringe: 1. Needle 23x1-1/2. Catalogue: 305194. Needle 23x1-1/2 syringe lot number(s): 4159481. Takeda awareness date: 22 jul 2025. Date of occurrence: unknown. Complaint description: patient stated that when they used the syringe the drug went everywhere on top of the vial vs in the syringe. Product: country of origin: united states. Sample / photo availability: no sample or pictures provided. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.